Event description:
In this literature article, it was reported that an intraocular lens (iol) implant surgery with the scleral-fixed posterior chamber iol (sf-pciol) technique some of the patients experienced the following complications; endothelial cell loss, intraocular pressure elevation, anterior chamber reaction, corneal edema, pupillary distortion, vitreous hemorrhage, cystoid macular edema, glaucoma, intraocular lens decentration, scleromalasia and suture erosion. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).